Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tube change, the device was found to have a defective or tear on neck flange. There was no reported patient outcome.